Event description:
The st.jude medical sales rep was informed of an event that occurred in 2003 in which an angio-seal device caused an arterial occlusion and was surgically removed. Repeated attempts to obtain additional info regarding this event were unsuccessful. The sjm rep was made aware of this event in 2004. However, the sjm product surveillance department was not made aware until 2004. The reporting procedures have been reviewed with the sjm sales rep.

Event description:
The pt developed ischemic symptoms followoing a diagnostic angiogram and angio-seal device deployment in the common femoral artery (by dr. Frank spence, cardiology fellow at foothills hosp). The diagnostic angiogram revealed the pt had significant coronary artery disease and a coronary artery bypass graft (CABG) operation was recommended. The pt was transferred to another facility for surgical removal of the angio-seal device. Under locar anesthesia, (due to her heart status, the pt could not receive general anesthesia) the angio-seal device components were removed from the common femoral artery and a patch closure of the artery was performed. The pt had peripheral vascular disease at the puncture site. Reportedly, the angio-seal device anchor was not tight against the inner wall of the artery. The anchor and suture (attached to the anchor) were removed from inside the artery. The anchor was surrounded by thrombus. Th pt continued to have angina and was transferred to another facility where she underwent a coronary artery bypass graft operation (date unknown) within the week following the diagnostic angiogram. The pt reporedly expired (date unknown) from complications related to the CABG procedure.